Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Following the programmer software upgrade (to 2.36), an error message was displayed by the programmer. Upon pacemaker interrogation in the operating room, another error message was displayed: "the instruction at 0x10047das referenced memory at 0x00000004. The memory could not be read. Click ok to exit the program". The message was displayed even after ok was selected several times. The error message disappeared once the programmer was completely rebooted.